Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16apr2020.

Event description:
It was reported that the ventilator would power up and then shut off. There was no patient involvement. The service engineer (se) inspected the device. The se could not duplicate the reported issue. The customer had replaced the battery before the se arrived. The se replaced the power management board as a precaution. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.